Event description:
Customer called to report a brown crusted and dried area on the right side of the coulter lh750 hematology analyzer, and suspects that there was a leak. The source from which the material originated could not be determined. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found clean diluent leaking underneath the instrument, due to cracked tubing. The fse replaced the cracked tubing and completed preventive maintenance (pm). The fse noted that valve vl5 was leaking diluent/isoton reagent and that the leak was contained within the instrument. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).